Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. We do not have a specific complaint or a defect description from the customer. However, defects were identified and repaired using the measures listed in the "proof of repair". Mechanical upgrade performed. Motor sticks. Motor defective: replaced. Short circuit in cable. Defective motor cable replaced. Defective o-rings replaced. Defective seals replaced. Defective material exchanged. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Safety test checklist enclosed. Electrical safety test according to iec 60601-1 completed. Hipot test completed. The device has been repaired. Possible root cause for the failures detected during servicing could be fair wear and tear, which could¿ve caused the motor to seize and the cable to short circuit as the device is approximately 9 years old and could¿ve see heavy use in the field. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes mitek complaints system revealed one similar complaint for this serialized device. And at this time no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Physician reported that device does not work and it will be send to elsg service for repair. No surgical delay. No patient harm.